Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was unresponsive. Customer¿s blood glucose level ranged from 146-150. Reportedly, customer reverted to a backup insulin pump for insulin therapy.